Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report and discharge summary, this is a (B)(6) year-old gentleman with a history of a prior CABG and avr procedure 10 years ago. He has a history of hypertension, obesity, diabetes mellitus, hypercholesterolemia and hypothyroidism. He had an echocardiogram which revealed prosthetic valve dysfunction and left ventricular dysfunction with an ef of 45-50%. He also underwent elective cardiac catheterization which revealed patient disease of 3 bypass grafts to anterior descending and circumflex systems. The patient was taken to the operating room and positioned supine on the operating table. Following administration of general anesthesia, transesophageal echocardiogram was performed. This revealed prosthetic aortic valve dysfunction with stenosis. There was left ventricular dysfunction with an ejection fraction estimated at 35-40%. There was mild mitral regurgitation present with a structurally normal valve. The aortic bioprosthesis was visualized. There was no sign of infection present. The sewing ring of the prosthesis was endothelialized. There was thickening and stiffening at the base of each of the prosthetic leaflets precluding normal opening in the valve. The valve was then excised. Following sizing, a 23mm carpentier-edwards pericardial magna valve was chosen as the replacement device. Repeat transesophageal echocardiography performed revealed a well-seated, normally functioning prosthetic aortic valve with preserved left-ventricular systolic function compared to the preoperative study. The patient tolerated the procedure satisfactorily. Furthermore, there have not been any allegations of a product malfunction resulting in the use of this device.